Manufacturer narrative:
(B)(4). The customer did not confirm the exact location of the insects. Local quality found that the insects were outside the fluid path during their examination. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and identified the presence of particulate matter (insects) not intrinsic to the set. The reported problem was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insects were found inside a homechoice cassette. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.